Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. Physician attempted to tighten the screw with two different screw driver without success. Another device (same model) was implanted without any issue instead. The operator was experienced with sorin devices and the technique required to screw in the lead connectors.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the atrial and ventricular setscrews and to the returned screwdrivers are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to screw and to tighten the leads.